Event description:
It was reported by the patient that the patient assist was not working, even with new batteries. It was further noted that after the batteries were replaced, none of the lights were coming on. The assist was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.